Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, since there was damage to the front panel located in the lower part of the device, it is likely the screws may have loosened when an impact was applied. However, a definitive root cause could not be determined. The reported issues (image with lines, and camera head was not recognized) were not confirmed. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device was displaying a setting chart intermittently; however, the issue did not reoccur thereafter. The customer also reported that the front panel was defective. An olympus field service engineer visited the customer site and it was observed that the displayed image had lines through it, and the camera head was not recognized. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that screws near the front panel were loosened. This report is being submitted for the malfunction found during evaluation of the device (loosened screws). Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being submitted for the otv-s400 (visera 4k uhd camera control unit), with patient identifier (B)(6). The ch-s400-xz-eb (camera head) was reported on the medwatch with patient identifier (B)(6) (report ID: 8010047-2022-07444).

Event description:
Per additional information provided on 05jun2022: the "front panel defective" was found during incoming inspection, not reported by the customer.

Manufacturer narrative:
Additional information has been received. This supplemental report is being submitted to provide this information. Please see the update in section b5 and the correction in d9. The product was received on 05apr2022, not 10apr2022.